Manufacturer narrative:
.

Event description:
It was reported by a physician that she was having issues using her handheld computer and programming wand on vns patients. Troubleshooting was performed by the area representative which did not resolve the issue. The area representative indicated an intermittent connection with demo devices. At the moment attempts to obtain the reported products returned to the manufacturer have been unsuccessful to date.

Event description:
The vns computer, computer serial cable and programming wand were returned for analysis on (B)(6) 2012. The flashcard was not returned. No anomalies were noted with the computer analysis, and the device performed per specifications. Analysis of the wand identified an intermittent conductor in the serial data cable at the handle location. After the serial data cable was substituted, the programming wand performed according to functional specifications. This malfunction of the programming wand, model 201, sn (B)(4),was previously reported via cyberonics inc (B)(4).

Manufacturer narrative:
Device manufacture date, corrected data: the software manufacture date was inadvertently omitted from the initial MDR report.